Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had a check vent primary alarm failed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.    A philips remote service engineer (rse) consulted with the biomed. The customer verified there is a code 1102 in the significant log. The rse instructed the customer to check the speaker #2 cable connection going to the power management printed circuit board assembly (pm pcba).

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00329. All information from the original report(s) has been transferred to this report.